Event description:
It was reported that the bd phaseal optima connector (c35-o) experienced leakage and a connector that was loose/separated from connector and injector. The following information was provided by the initial reporter: material no.: 515070, batch no.: unknown. At 0600, pt called rn into room d/t his fk tubing becoming disconnected from his cvc. Upon entering the room, rn found blood and fk spilled all floor. The connecter attached to the fk was detached from the injector despite having a blue safety clip attached to it. Fk stopped, floor cleaned, and pt was disconnected from the tubing. New bag of fk ordered from pharmacy and hung with new tubing. Also the connector (515070, no lot, no sample) because the two had become separated even though it had an infusion clamp on it.

Manufacturer narrative:
H6: investigation summary: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time.

Event description:
It was reported that the bd phaseal optima connector (c35-o) experienced leakage and a connector that was loose/separated from connector and injector. The following information was provided by the initial reporter: material no.: 515070, batch no: unknown. At 0600, pt called rn into room d/t his fk tubing becoming disconnected from his cvc. Upon entering the room, rn found blood and fk spilled all floor. The connecter attached to the fk was detached from the injector despite having a blue safety clip attached to it. Fk stopped, floor cleaned, and pt was disconnected from the tubing. New bag of fk ordered from pharmacy and hung with new tubing. Also the connector (515070, no lot, no sample) because the two had become separated even though it had an infusion clamp on it.

Manufacturer narrative:
The following information has been updated/corrected: g.4. Date received by manufacturer: 2021-02-23.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd phaseal optima connector (c35-o) experienced leakage and a connector that was loose/separated from connector and injector. The following information was provided by the initial reporter: material no.: 515070 batch no.: unknown at 0600, pt called rn into room d/t his fk tubing becoming disconnected from his cvc. Upon entering the room, rn found blood and fk spilled all floor. The connecter attached to the fk was detached from the injector despite having a blue safety clip attached to it. Fk stopped, floor cleaned, and pt was disconnected from the tubing. New bag of fk ordered from pharmacy and hung with new tubing. Also the connector (515070, no lot, no sample) because the two had become separated even though it had an infusion clamp on it.